Manufacturer narrative:
No patient information to date after calls to customer 11/30/21 and 12/02/21. Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported an error resulting in loss of mechanical ventilation during a case. There was no patient injury.